Manufacturer narrative:
Product not returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the luer lock. Reportedly, the customer no longer had the cartridge. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge.